Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the system displayed an sr manager failure and was rebooting every 30 seconds. Another reboot resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Through analysis it was confirmed that this event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.